Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly during the surgery, the liner was loose when set into the acetabular shell which could not be matched. Backup device was available. Surgery time extended greater than 30 minutes.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.